Manufacturer narrative:
Both lenses are believed to have remained implanted; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, the medical assessment of the case does present the possibility of the patient¿s predisposing factors contributing to the vaulting of the lenses.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed bilateral lens vaulting, with anterior vault in one eye and posterior vault in the other. The patient reported blurred vision as a result of the vaulting. Posterior capsule opacification (pco) and capsular fibrosis were observed upon examination. The right eye had hyperopic outcome, while the left eye had myopic shift. Reportedly, eight weeks post implant a yag procedure was performed on both eyes in an attempt to relax contraction, but instead made the problem worse. In the surgeon¿s opinion, the likely cause of the event was ¿aggressive capsular contraction.¿ surgeon is considering lasik once the patient¿s medical condition stabilizes. This report is for the left eye.